Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, and increase in high voltage lead impedance, sensing decrease and loss of capture. Lead damage was suspected. The lead was explanted and replaced. The patient was in good condition following procedure.